Manufacturer narrative:
The following items were provided by the customer for complaint investigation: -three new list #d1000, tego¿ connector, appx 0.05 ml; lot #14041795. As received, no visual damages or other anomalies observed. The three returned used samples were tested and no issues were found. The reported complaint of after removing the syringe after rinsing, the rubber valve is out of the cap could not be replicated. The returned new samples were tested, and no issues were found. However, it can be confirmed due to damaged seals on other tego lot history records. The probable cause of the rubber valve is out of the cap is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A DHR lot #14041795 and relevant commodities were reviewed, the following discrepancy was found. Exception type: ncmr, list #d1000, lot #:14041795. Discrepancy: mfg is reported during the assembly process in operation 41 of the component tego seal, one shot lot 14024578 with an occluded hole on one side, not in accordance with the engineering drawing, lot 14045054 item, 055-d1000. When? (B)(6) 2024. Where? On the tego line. D9 - date returned to mfg: 03mar2025. Corrected information can be found in d10 and h6 component code.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event occurred on an unspecified date involving a tego® connector where the reporter stated that when removing the syringe after rinsing, the rubber valve is out of the cap. It was further mentioned that the plugs have defects of permeability, internal valve that does not hold in place and this involves incidents with patients and users and possible liquid projections. The assigned quantity was 20. The reporter also stated, translated in english that they are aware that the current batch is also creating problems, mainly flow problems or high pressure when they leave the tego stopper in place. For the time being, these show no signs of wear or particular defects. As soon as they remove them, the dialysis machine normalizes and no longer sounds at high pressures. A picture was provided showing the product tag with information. There was patient involvement but unknown patient harm.

Manufacturer narrative:
The investigation in block h11 from the previous supplemental MDR submitted (MFR report # 9617594-2024-01748) was corrected. Below is the updated information: received three new. List #d1000, tego¿ connector, appx 0.05 ml; lot #14041795. As received, no visual damages or other anomalies observed. Three (3) returned used samples were tested and no issues were found. The reported complaint of after removing the syringe after rinsing, the rubber valve is out of the cap could not be confirmed or replicated. Although an ncmr was noted regarding a molding defect on the silicone seal, this defect was not observed on the returned samples and is believed to no to lead to the failure mode described in the event description. A device history report (DHR) lot #14041795 and no relevant non-conformities were noted. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized. Additional correction in block h6.